Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has a previously unreported history of an ongoing (B)(6) driveline infection since (B)(6) 2017. The patient was treated multiple times with intravenous antibiotics which included vancomycin and daptomycin. The patient also had a surgical debridement and wound vacuum placement on an unspecified date. The patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) did not reveal any device-related issues. A specific cause for the driveline infection could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline cut approximately 9.5 inches from the pump housing and a 10.5-inch portion of the severed driveline was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.